Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that three of the bottom feet were missing; the device was unstable on the stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per phone conversation with the biomedical engineer (bme) on (B)(6) 2026, three of the bottom feet were missing; the device was unstable on the stand. Once the replacement feet were installed, the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.